Manufacturer narrative:
A hill-rom service technician repaired the handle and noted that it appeared as if something hit the handle causing the damage.

Event description:
The cap located on the blue handle of the trulight in operating room # 4 became dislodged from the handle and fell into the sterile field during a surgical procedure. Redraping was not required and no injury was reported.